Event description:
It was reported that a patient's ICD lead integrity alert was generated. Lead oversensing was observed and the ICD had registered a high number of short v-v intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Outer insulation breached depression was found. Blood/body fluid was present on several conductors. It was noted the svc exposed coil was broken from the cross groove which was most likely explant damage. The exposed cable from the breached depression still has tubing around it and most likely did not affect lead performance.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.